Event description:
Reporter indicated the programming wand is working intermittently. The wand has been returned to the manufacturer and is pending product analysis.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to death or serious injury.